Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and cystoscopy ("cystoscopy due to concern for ureter involvement") in a 31-year-old female patient who had essure (batch no. C35387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia repair (ileus) in 2018, mood swings in (B)(6) 2016 and irregular menstruation in (B)(6) 2016. Previously administered products included for an unreported indication: nuvaring in 2006 and mirena. Concurrent conditions included female sterilization, adenomyosis (treatment: hysterectomy), tonsillitis (chronic) since 2016, hearing loss, herniated disc since 2010, nontoxic multinodular goiter (surgery to remove half of my thyroid) and thyroid nodule (hemithyroidectomy). Concomitant products included levothyroxine. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), weight increased ("weight gain") and abdominal pain ("pain: abdominal pain"). On (B)(6) 2017, 1 year 11 months after insertion of essure, the patient experienced cystoscopy (seriousness criterion medically significant). On an unknown date, the patient experienced hydrosalpinx ("left hydrosalpinx") and fallopian tube disorder ("my fallopian tubes were very stretched out at the time of removal"). The patient was treated with surgery (she underwent hysterectomy with unilateral salpingo-oophorectomy to remove essure) and surgery. Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. At the time of the report, the cystoscopy, mood swings, weight increased, hydrosalpinx and fallopian tube disorder outcome was unknown. The reporter considered abdominal pain, cystoscopy, fallopian tube disorder, hydrosalpinx, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 235 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: hydrosalpinx, cystoscopy, abdominal pain, mood swings." Most recent follow-up information incorporated above includes: on (B)(6) 2018: the reporter information was added. This case concerns 31 year old patient. Lab data was added. Her historical medication/conditions and concurrent conditions were added. Lab data was added. Essure insertion and removal date was added. Essure lot number was added. Essure indication was added. Her concomitant medication was added. Following events: mood swings, abnormal bleeding (vaginal/menorrhagia); cystoscopy due to concern for ureter involvement; weight gain; left hydrosalpinx and pain: abdominal pain and my fallopian tubes were very stretched out at the time of removal were added. She had recovered from bleeding and pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and cystoscopy ("cystoscopy due to concern for ureter involvement") in a 31-year-old female patient who had essure (batch no. C35387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia repair (ileus) in 2018, mood swings in (B)(6) 2016 and irregular menstruation in (B)(6) 2016. Previously administered products included for an unreported indication: nuvaring in 2006 and mirena. Concurrent conditions included body mass index increased, adenomyosis (treatment: hysterectomy), tonsillitis (chronic) since 2016, hearing loss, herniated disc since 2010, nontoxic multinodular goiter (surgery to remove half of my thyroid) and thyroid nodule (hemithyroidectomy). Concomitant products included levothyroxine. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), weight increased ("weight gain") and abdominal pain ("pain: abdominal pain"). On (B)(6) 2017, 1 year 11 months after insertion of essure, the patient experienced cystoscopy (seriousness criterion medically significant). On an unknown date, the patient experienced hydrosalpinx ("left hydrosalpinx") and fallopian tube disorder ("my fallopian tubes were very stretched out at the time of removal"). The patient was treated with surgery (she underwent hysterectomy with unilateral salpingo-oophorectomy to remove essure) and surgery. Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. At the time of the report, the cystoscopy, mood swings, weight increased, hydrosalpinx and fallopian tube disorder outcome was unknown. The reporter considered abdominal pain, cystoscopy, fallopian tube disorder, hydrosalpinx, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 235 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: hydrosalpinx, cystoscopy, abdominal pain, mood swings." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, surgery to remove essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.